Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and replaced the photometer to resolve the issue. Fse verified quality controls were acceptable and tbil was calibrated successfully. Instrument resumed operation.

Event description:
The customer stated that their unicel dxc 660i synchron access clinical chemistry system generated total bilirubin (tbil) calibration failure, low quality control, and low tbil patient results for 18 patients. The customer repeated the patient samples on another dxc instrument and the results were high. The customer reported the initial results out of the laboratory but later amended. There was no impact to patient treatment. Quality controls were within established ranges before and after the event.